Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during the patient's implant surgery the ipg was not able to communicate. As a result, the physician elected to replace the ipg. Surgery was successfully completed.

Manufacturer narrative:
Date received by MFR: date was inadvertently omitted on the previous supplement.

Manufacturer narrative:
Corrected data: date received by manufacturer was inadvertently omitted in the previous follow-up report (01) and incorrectly entered in follow-up report (02) . The date received by manufacturer for follow-up (01) was jul 30, 2017 and the date received by manufacturer for follow-up (02) was 09/07/2017.